Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: there were call service alarms observed in the black box history on the reported failure date. The time and date were accurately set at the start of investigation. The pump successfully performed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms duplicated. The pump was opened for further investigation and there was no internal moisture corrosion observed. The original complaint could not be duplicated upon investigation. Unrelated to the complaint, the pump booted to the verify screen with a dim and discolored contrast. Also unrelated, the battery cap was damaged on the top of the cap at the coin slot.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.